Event description:
The procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that poor communication with the scope was due to the fluid attached to the scope jacket, which led to a temporary failure phenomenon, including periods where no image appeared. The event can be detected by following the instructions for use (IFU): connect the scope connector to the light source device in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed during testing. Based on the information obtained, no root cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source would not display images at times. There were no reports of patient harm.